Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the exhalation flow sensor assembly. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error during patient use. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.